Event description:
After the trigger-wire was extracted, the physician attempted to advance the top cap off the suprarenal stent. The top cap would not advance as designed. After several additional turns of the pin vise, on the eight attempt, the top cap deployed. After the procedure, the main body introducer was examined; no noted problems were observed.